Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (blue) portion. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage.

Event description:
It was reported that during an unknown procedure the titanium tip broke during the procedure. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.